Event description:
Customer reported that they hospitalized on (B)(6), 2021 as they were experiencing high blood glucose level 900 mg/dl, 600 mg/dl and 565 mg/dl. Customer was experiencing symptoms related high blood glucose level like headache, dizziness and confusion. Customer was treated by insulin drip. Insulin pump was on auto mode at the time of reported event. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.